Event description:
In november 2006, a pt complained of burning gums, swelling, and discomfort after the use of tempbond ne on his/her restoration.

Manufacturer narrative:
Due to the allergic reaction experienced by the pt, medical attention from a dr near the dentist's office was sought. The dr prescribed penicillin and the pt is now fine.